Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the self-drilling tip of the received screw is totally flattened. There are deformations at the cruciform recess visible. Dimensional inspection: the relevant dimensions of the tip cannot be verified anymore due to the deformation. Drawing/specification review: drawing reviewed for surface specification, device is passivated in silver. Matrixneuro surgical technique reviewed, following potentially relevant statement found: fully engage the shaft perpendicular to the screw head. Matrixneuro instruction for use reviewed, following potentially relevant statements found: -place the 1.5 mm self-drilling screw perpendicular to the bone at the appropriate plate or mesh hole. -special operating instructions point 5: pre-drill screw holes (optional) summary: the complaint is confirmed as the tip of the screw is deformed. The silver layer is worn away at the flattened tip, which indicates that the damage was caused post-manufacturing. Based on the provided information the exact cause of this occurrence cannot be defined. The damage at the cruciform recess indicates a mechanical overload during the insertion, may be be due to hard bone. The alignment of the screw may also have played a certain role. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot numbers reported as 2l05077, 2l73678. Lot numbers are not laser etched on the products, therefore it can not be verified which of the mentioned lot numbers belongs to which screw. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery for epilepsy on (B)(6) 2019. During surgery, the surgeon recognized that one of the matrixneuro screw's tip was dull and cannot be used. Thus, another matrixneuro screw was used and when the surgeon inserted the screw into the patient's skull, the screw head broke and was detached from the shaft. The screw shaft remained in the patient's skull. There was no reported surgical delay. Patient outcome reported as stable after the procedure. Concomitant medical products: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) matrixneuro screw. This is report 1 of 2 for complaint (B)(4).